Manufacturer narrative:
Analysis of product ID# 388928 found no significant anomalies. The outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Concomitant medical products: product ID: 309328, lot# b0887823k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Product ID: 388928, lot# 0210367506, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309328, lot# b0887823k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 388928, lot# 0210367506, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309328, lot# b0887823k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Product ID: 388928, lot# 0210367506, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: 0210367506, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that a lead became ineffective and showed signs of lead fracture. The patient had reported problems after recent pelvic surgery for gynecological reasons, and this may have contributed to the lead failure. An impedance test showed that two of the four electrodes were found to be out of range, >4000 ohms. The system was explanted and replaced on (B)(6) 2018. It was noted that a second lead was removed along with the damaged lead. This lead was an abandoned lead that was left in situ. The battery was nearly three years old, so it was replaced to save the patient a return journey in the next twelve months. The hcp was not so worried about the battery as they were the lead. The issue was reported as resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.